Manufacturer narrative:
Concomitant medical products: 4076-52 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead had high threshold. Reprogramming was attempted however the patient experienced diaphragmatic stimulation so the lead was explanted and replaced. It was also reported that the cardiac resynchronization therapy defibrillator (crt-d) had premature battery depletion. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.